Event description:
It was reported that the patient had no more stimulation on the left side. The last patient visit was a 12 month follow up which was performed on (B)(6) 2015. Then everything was ok with good pain reduction. Control of the implantable neurostimulator (ins) gave high impedances on 0 and 2. These contacts were not used that was ignored. On the day prior to report the patient was seen again and controlling the impedances gave high impedances from contact 0 to contact 7. Impedances measured greater than 10,000 ohms. This suggested most likely a fraction of the extension. Reprogramming and using other contacts resulted in good paresthesia. The patient would contact the site on (B)(6) 2015 to give an evaluation of the new programming. On the morning of report the doctor stated that if the patient was satisfied with new programming and they did not have to use the broken extension, he would not prefer to replace the extension. The outcome was ongoing. The event is related to the device or therapy and not related to the procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, lot# 0208296785, product type: lead. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported the event was related to the device or therapy.

Event description:
Additional information received reported the etiology was not related to the device or therapy, but was related to the procedure. The extension was replaced on (B)(6) 2015, and the patient resolved without sequelae.

Manufacturer narrative:
Upon return of extension serial number (B)(4) analysis found that the extension body conductor was broken due to overstress/damage. All conductors were broken 32 cm from the proximal end due to overstress/damage. There was severe twisting of both extensions. The medial segment conductors were received separated and all conductors were cut at the distal end. All conductors were broken at the proximal end. Upon return of extension serial number (B)(4) analysis found that the extension body conductor was broken due to overstress/damage. Conductor number 4 was broken 2.8 cm from the proximal end due to overstress/damage. There were no shorts (dry).

Manufacturer narrative:
Analysis results were unavailable at the time of report. A follow up report will be submitted when analysis results are available.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the device or therapy was not applicable as there was no adverse event. The etiology was noted as unlikely related to the procedure. The etiology was noted as related to the extension.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the extensions were twisted and broken due to overstress, the fractured conductors were related to the reported e vent of high impedance. The patient experienced a lack of paresthesia. The etiology was noted as not applicable to the device or therapy and unlikely related to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.